Manufacturer narrative:
(B)(4) (patient selection) - (B)(4). The perclose proglide smc device instructions for use state under special patient populations. The safety and effectiveness of the perclose proglide smc devices have not been established in patient populations who are morbidly obese (B)(6). Additionally, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with access sites distal to the bifurcation of the superficial femoral and profunda femoris arteries. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after lifting the lever to deploy the foot, the device was pulled back an additional 1.5 mm to place the foot on anterior surface of the arterial wall, but expected light resistance was not felt to indicate the foot was against the anterior surface of the artery wall. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. It was believed that the operator did not have the foot of the device fully in the vessel when it was deployed. Though requested, no additional information was provided.